Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that a remote transmission noted a polarity switch on the right ventricular (rv) lead. 73 high impedance paces were noted. The patient was brought in for an interrogation and everything looked good; however, after programming everything back, there was a concern about the amount of ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.